Manufacturer narrative:
There is no evidence of a device malfunction. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions, as well as adequate instructions for making pt connections. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Venous air alarms occurred at the start of a routine hemodialysis treatment. The operator failed to clamp the saline line prior to starting treatment which introduced air into the extracorporeal blood circuit. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.